Manufacturer narrative:
Corrected block: b3. Updated blocks: h3 and h6. The field service representative (fsr) could not duplicate the reported complaint. The data logs were reviewed with no abnormal findings. The fsr completed release testing successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the arterial roller pump went to coast without any alert. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log review: the centrifugal pump did not go into coast throughout the duration of the case as no pump coasting events were observed.